Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump experienced a beep anomaly. The customer stated that, beginning the night prior to the call, he could not hear the audible alarms. He stated that the alarms were cutting in and out. He stated that he could only hear half of the long beep. He reported having issues hearing the beeps and did not wish to change the alert type to vibrate. Upon troubleshooting, the insulin pump passed the self test. The customer's blood glucose was 168 mg/dl. He also reported that during an attempt to deliver insulin, he noticed that the screen flashed to another menu abruptly, then back to the menu he was on. He was unsure which menu the device had flashed to because it was too quick. The customer was advised to monitor the device for any recurring issues.